Event description:
It was reported that a li61aor intraocular lens was inserted into the patient's eye and then removed due to bent haptic. The incision was enlarged to remove the intraocular lens and sutures were used to close the wound. The doctor replaced the intraocular lens with a lens of same model and diopter. The patient is described to be in good condition. Please reference MDR# 1119279-2011-00261 for the delivery device.

Manufacturer narrative:
The iol was discarded by the user facility. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.